Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the automated impella controller (aic) displayed a controller error alarm during patient support. The issue was temporarily resolved until two days later, the position waveform disappeared and the controller error alarm returned. Support continued with the device until it could be returned following the completion of support.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. Data logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as 16384 values due to the crc error. The console was returned for evaluation. The reported error was found to be caused by a failure mode which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, and has a low probability of reoccurrence. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. F6/f8 should have been left blank in the initial report.